Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) started smoking when it was turned on. The customer was using the recommended ultralife 9 volt lithium batteries along with a red fused battery carrier (updated version). Apoc suspects a component a failure within the analyzer circuitry, however is not likely to lead the batteries to become uncomfortably hot to touch in the area of the battery compartment when using the updated red fused battery carrier. There were no complaints of the analyzer becoming hot to the touch. Based on the information available, there were no user or patient related injuries associated with this complaint.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/09/2013. The failure was due to defective tantalum capacitor.

Manufacturer narrative:
(B)(4).